Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic inguinal hernia repair, on inflation of the two dissection balloons, it physically broke. The surgeon performed a manual dissection of the myopectineal orifice. There was no patient injury.